Event description:
It was reported that this inflatable penile prosthesis (ipp) had a hole in the right cylinder. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a hole in the right cylinder. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a hole in the right cylinder. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. There was a hole at a corner of the fold/rupture of the outer cylinder in the proximal end. The first cylinder had broken fabric threads from wear in the proximal end. There were two leaks at the corner of a fold in the proximal end. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had two holes with leaks at a corner of a fold in the proximal end. The spherical reservoir had wear at a fold in the shell. The reservoir passed the leakage testing. There was contamination noted in the momentary squeeze (ms) pump. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump was not functionally tested due to contamination. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a hole in the right cylinder. The device was removed and replaced. There were no patient complications.